Event description:
The pt had a plate put in quite awhile ago, the sales rep wasn't sure exactly when. The plate broke while it was implanted into the pt. The surgeon went in and removed the plate in 2004.